Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged asthma (new or worsening). Medical intervention was not specified at this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged asthma (new or worsening). Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm customer's complaint. During the evaluation, the atmospheric pressure verifies failed due to a faulty sensor. The vent was taken apart. No contamination was observed in the air flow path.